Event description:
It was reported that the procedure was to treat a mid right coronary artery that is 75% stenosed. The lesion was prepped with a 2.5x10mm balloon dilatation catheter. The 3.5x18mm xience pros stent delivery system (sds) was advanced though the guiding catheter and after the stent dislodged. It was attempted to snare the xience stent, but was unsuccessful. An unspecified stent was used to push the xience stent into the vessel wall along with the unspecified stent. Two additional stents were used to complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.